Manufacturer narrative:
The suspect device was not returned to olympus for evaluation. Additional information was obtained from the user facility through follow up communication. Per the initial reporter, the problem was resolved and the cause of the problem attributed to other equipment used in combination with the device referenced in this report. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that they were getting "b30" and "e216" errors. The problem, as reported to olympus, occurred during preparation for use for a colonoscopy procedure. The intended procedure was completed after a 20 minute delay. The patient was not under general anesthesia during the delay. There was no patient injury that occurred associated with the reported problem. This report is submitted for the reported malfunction of "b30" error.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the errors occurred due to foreign matter such as water droplets or dust temporarily adhered to the electrical contacts of the connector of the endoscope/scope cable/camera head used. Both b30 and e216 are error codes indicating the connection failure of the scope, and they do not occur due to the failure of the lamp. This issue is addressed in the instructions for use (IFU): "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear." Olympus will continue to monitor the field performance of this device.